Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site telephone: (B)(6).

Event description:
It was reported before use by the customer, the cardiosave intra-aortic balloon pump (iabp) reports an error: automatic inflation failure. After the malfunction occurred, the hospital no longer used the equipment. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave pump. A test was conducted, and the driving valve group failed the test. It is still necessary to further determine whether the driving valve group is damaged. The customer informed the fse that the machine was ready and no longer needed repairs by the manufacturer.